Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted, that the right atrial (ra) lead exhibited noise oversensing. The ra leas was capped and replaced on (B)(6) 2022. The patient status was unknown.